Event description:
A call came into technical support for assistance with the patient who was noticing blood in the drain bag during a mid-day drain. The patient was not connected to the cycler. A follow up call to the peritoneal dialysis registered nurse (pd rn) revealed the patient with a history of gastrointestinal (gi) bleeding had noticed the blood in the drain bag and went to the hospital. He was admitted and diagnosed with a gi bleed and a suspicious area on his liver. He has been discharged from the hospital and is continuing on continuous cycling peritoneal dialysis (ccpd).

Manufacturer narrative:
A hospitalization with serious injury has been alleged against the cycler machin. Due to lack of information and the known consequence of a gi bleed, an MDR will be filed. Post market surveillance is in process of requesting medical records and treatment data. A supplemental report will be submitted upon final review of medial records by post market clinical physician and completion of the plant's investigation.